Event description:
The lay user/pt contacted lifescan on (B) (6) 2010 alleging that his one touch ultrasmart meter was reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the lay user/pt for f/u questions. The following complaint was classified based on info obtained from lfs customer service. The pt reported that he obtained a 576 mg/dl and "hi" on the reported meter, which contributed to his going to the hospital. No further info was provided. The customer care advocate (cca) walked the pt through a control solution test using test strips from a different lot of test strips than used during the time of concern and the result was inaccurately low compared to the specified range. Although important clinical info is not available at this time, this complaint is being reported since the pt alleged requiring hospitalization based on the inaccurately high readings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.